Event description:
During a regular follow-up on (B)(6) 2016, the device could not be interrogated by the programmer. A programmer issue was excluded (other implanted devices were interrogated successfully on the same day). The previous follow-up was performed on (B)(6) 2016, on which ¿rf for remote monitoring¿ parameter was set to on. A recovery procedure was successfully performed on (B)(6) 2016. Proper operation of the ICD was restored.

Event description:
During a regular follow-up on (B)(6) 2016, the device could not be interrogated by the programmer. A programmer issue was excluded (other implanted devices were interrogated successfully on the same day). The previous follow-up was performed on (B)(6) 2016, on which ¿rf for remote monitoring¿ parameter was set to on. A recovery procedure was successfully performed on (B)(6) 2016. Proper operation of the ICD was restored.